Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:02:43. During night drain cycle two, the patient's ultrafiltration reading was 2966 ml, indicating the home patient drained 2966 ml more than their maximum programmed fill volume of 2800 ml. No additional information is available.